Event description:
After an implantation period of approx. 66 months, an intermittent loss of capture on the ventricular channel was reported. Patient was admitted to the ER for dizziness without fainting. The lead was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 45 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The visual analysis revealed a deformed conductor coil 17 and 18.5 cm proximal to the lead tip and a bent fixation helix. These deformations most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragment did not show any deviations which might have led to the reported loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.